Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 800 instrument and that the results were reported out of the laboratory. Prior to the event, the ise (ion-selective electrode) buffer and reference reagents were replaced and the ise system was calibrated. However, the qc (quality control) check was not run. Pt samples were run, results ranging from 122-130 mmol/l were obtained and reported out of the laboratory. When a physician questioned the low na results, the lab recalibrated the ise system and qc was run and found to be out of range. The customer cleaned the flow cell, recalibrated the ise system and ran the qc check again. The qc results were within the lab's established ranges. The pt samples were rerun, the repeated results were found to be higher (in the range 134-141 mmol/l), and the customer amended and filed 120 corrected reports. No pt or sample data was provided by the customer. While there is no report of any adverse event or serious injury related to this event, it is unk whether there was any change to pt treatment.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and found that the customer had already cleaned the flow cell and recalibrated the system. The fse did not make any repairs or replace any parts. However, he did confirm that the ise system was operating within specifications. A definitive root cause was not determined. This is 1 of 119 individual medwatch reports which are related to this event, in addition to one that was submitted earlier in 2009 (i.e. Medwatch number: 2050012-2009-00147), which account for a total of 120 pt results that were reported out of the laboratory. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events.